Manufacturer narrative:
On february 27th, 2026, submitting a correction supplemental to update h11; in initial MDR #3014585508-2026-07632-00, the device return and cloud data information was missing within the h11. Updating this h11 to capture the lot release records were reviewed and the cloud data information. The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site (unspecified), causing the cannula to dislodge. The patient also experienced several alarms during this incident. As treatment, a new pod was applied.